Manufacturer narrative:
Eval summary: the eval shows the device to be of an older design. The device has been improved to prevent this condition.

Event description:
The spring is broken. This event did not occur during a surgical procedure. Therefore, there was no adverse consequence or delay in surgery or anesthesia time.